Manufacturer narrative:
Complaint no. (B)(4). The evaluation of the provided photographic sample is in progress, but not yet complete. A follow-up report will be submitted once the evaluation results become available. Evaluation of photo sample anticipated.

Event description:
It was reported that a tpn therapy bag was found to be leaking. Where in the process the leak was discovered is unknown; however, the report documents no patient involvement or adverse events. No additional information is available.

Manufacturer narrative:
Complaint no. (B)(4). Correction: photographic sample of reported device not returned. No samples were returned for evaluation. A batch review was not possible in this instance, as the lot number was not provided; therefore, the reported issue could not be confirmed. Should additional relevant information become available, a follow-up report will be submitted.